Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe, luer slip with needle leaked at the tip of the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: a DHR was performed and no quality notification was found on a similar non-conformance and the routine leak test was within the product specification. The complaint is unconfirmed as no photo and no samples were received. No root cause can be determined as a result.

Event description:
It was reported that bd¿ syringe, luer slip with needle leaked at the tip of the barrel. No serious injury or medical intervention was reported.